Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] extreme fatigue, especially the first year [fatigue extreme] brain fog [brain fog] difficulty concentrating [concentration impairment] haemorrhagic periods [heavy periods] inflammatory and joint pain in the hands, knees, ankles, achilles heels [painful joints] inflammatory and joint pain in the hands, knees, ankles, achilles heels [inflammatory pain] fibromyalgia-like pain in calf, [calf pain] stage 1 lymphoedema in the legs [lymphoedema] trigeminal neuralgia [trigeminal neuralgia] anaemia [anaemia] chronic and abundant hair loss [hair loss] eczema [eczema] dry eyes [dry eyes] itchy eyes [itchy eyes]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2025. The most recent information was received on 03-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6)2025. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("extreme fatigue, especially the first year"), brain fog ("brain fog"), disturbance in attention ("difficulty concentrating"), heavy menstrual bleeding ("haemorrhagic periods"), arthralgia ("inflammatory and joint pain in the hands, knees, ankles, achilles heels"), inflammatory pain ("inflammatory and joint pain in the hands, knees, ankles, achilles heels"), pain in extremity ("fibromyalgia-like pain in calf,"), lymphoedema ("stage 1 lymphoedema in the legs"), trigeminal neuralgia (" trigeminal neuralgia"), anaemia ("anaemia"), alopecia ("chronic and abundant hair loss"), eczema ("eczema"), dry eye ("dry eyes") and eye pruritus ("itchy eyes"). The patient was treated with surgery (salpingectomy to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter saw no causal relationship between fatigue, brain fog, disturbance in attention, pelvic pain, heavy menstrual bleeding, arthralgia, pain in extremity, lymphoedema, trigeminal neuralgia, anaemia, alopecia, eczema, dry eye, eye pruritus or inflammatory pain and essure (ess205). The reporter commented: the symptoms being so diverse (not just gynecological) I didn't relate them to the essure insertion...I just didn't understand why, I, who had been in perfect health until then, started to suffer from so many different ailments. Patient¿s current status: forced to have them removed by salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] extreme fatigue, especially the first year [fatigue extreme] brain fog [brain fog] difficulty concentrating [concentration impairment] haemorrhagic periods [heavy periods] inflammatory and joint pain in the hands, knees, ankles, achilles heels [painful joints] inflammatory and joint pain in the hands, knees, ankles, achilles heels [inflammatory pain] fibromyalgia-like pain in calf, [calf pain] stage 1 lymphoedema in the legs [lymphoedema] trigeminal neuralgia [trigeminal neuralgia] anaemia [anaemia] chronic and abundant hair loss [hair loss] eczema [eczema] dry eyes [dry eyes] itchy eyes [itchy eyes] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("extreme fatigue, especially the first year"), brain fog ("brain fog"), disturbance in attention ("difficulty concentrating"), heavy menstrual bleeding ("haemorrhagic periods"), arthralgia ("inflammatory and joint pain in the hands, knees, ankles, achilles heels"), inflammatory pain ("inflammatory and joint pain in the hands, knees, ankles, achilles heels"), pain in extremity ("fibromyalgia-like pain in calf,"), lymphoedema ("stage 1 lymphoedema in the legs"), trigeminal neuralgia (" trigeminal neuralgia"), anaemia ("anaemia"), alopecia ("chronic and abundant hair loss"), eczema ("eczema"), dry eye ("dry eyes") and eye pruritus ("itchy eyes"). The patient was treated with surgery (salpingectomy to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter saw no causal relationship between fatigue, brain fog, disturbance in attention, pelvic pain, heavy menstrual bleeding, arthralgia, pain in extremity, lymphoedema, trigeminal neuralgia, anaemia, alopecia, eczema, dry eye, eye pruritus or inflammatory pain and essure (ess205). The reporter commented: the symptoms being so diverse (not just gynecological) I didn't relate them to the essure insertion...I just didn't understand why, I, who had been in perfect health until then, started to suffer from so many different ailments. Patient¿s current status: forced to have them removed by salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.